Event description:
The customer reported oil mist. The customer stated that they had shut down the unit until it could be repaired. The customer stated that there had been no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Oil mist: capital equipment, unit evaluated at the facility. The fse installed a new oil mist filter. This issue is being addressed with a customer letter, related to correction & removal # 2084725.